Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high threshold measurements. A revision procedure was performed where the lead appeared to be pulled back. The patient was suspected to have twiddler's syndrome because she admitted to playing with device and turning it. The ra lead was surgically abandoned and the device was explanted. A new system was implanted. No additional adverse patient effects were reported.